Manufacturer narrative:
Hardware is the root cause for this event. (B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report the instrument was leaking onto the counter under the access 2 instrument. The customer and customer technical support (cts) were unable to determine what liquid had leaked; therefore, cts advised the customer to treat all leaks as hazardous waste. The customer cleaned up the spill using the appropriate personal protective equipment (ppe) and according to the organization policies for handling hazardous waste spills procedure. The customer did not report any injury or exposure and medical attention was not was not sought. On the day of the event ((B)(6) 2011) a bec field service engineer (fse) discovered the source of the leak was at the wash buffer reservoir fitting. The fse re-taped and reseated the fitting back onto the wash buffer reservoir; no further issues were noted.